Manufacturer narrative:
Date of event: aware date of 28feb2021 used as event date is unknown.

Event description:
It was reported via social media that a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At an unknown timepoint, the patient developed pericardial effusion with tamponade. The patient underwent pericardiocentesis with drain placement. The patient was discharged home. No additional information is known at this time.